Event description:
It was reported that prior to intra-aortic balloon (iab) therapy, the iab was found to be missing the one-way valve. The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #1002007 h3 other text : device not returned.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid. UDI # is incomplete as the lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.